Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the superficial femoral artery, the fox plus 4.0x20 balloon ruptured at 12 atmospheres (atm), during the second inflation. A fox plus 4.0x40 was inflated next; however, this balloon ruptured at 12 atm during the first inflation. A fox plus 5.0x40 was then inflated, but this balloon also ruptured at 12 atm during the first inflation. All balloons and delivery catheters were completely removed from the body without difficulty and lesion dilatation was completed using a non-abbott device. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The first fox plus pta catheter (lot 462505) is filed under MFR # 9710478-2008-00122. The third fox plus pta catheter (lot 466632) is being filed on a separate medwatch report.